Manufacturer narrative:
This event was initially reported on 01/04/2016; however, the event met MDR reportability criteria on 2/11/2016 when previously unreported coil damage was found during product analysis. (B)(4). Conclusion: the deltapaq was returned for analysis. The echelon 10 microcatheter and the rotating hemostatic valve (rhv) were not returned. The coil was returned undamaged except for compression damage at the proximal end. The coil¿s socket ring has been pushed down inside the outer sheath (angle ring section). This has caused the articulating junction to now be in a fixed position and has caused a loss of concentricity between the distal tip of the device positioning unit (dpu) and the proximal end of the coil. This can produce resistance. Compression and buckling damage was found at the proximal end of the coil. The locking mechanism has compression, indentation, and stretching damage all produced by the resheathing tool. Using an in-house echelon 10 microcatheter, the returned coil was introduced multiple times with no problems encountered. The coil was then advanced through the microcatheter and out the distal tip multiple times with no resistance encountered. No manufacturing defects were found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The complaint of the coil unable to be advanced through the microcatheter was not confirmed; however, coil damage was found during analysis. The returned coil was advanced through and out the microcatheter multiple times with no problems encountered. While the root cause cannot be determined, a possible contributing factor of the coils difficulty advancing through the microcatheter may have occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism caught the inside of the v notch of the resheathing tool and became embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. The sheath also caught the v notches extended edges. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance which pushed the coil¿s socket ring down inside the outer sheath and produced compression and buckling to the proximal end of the coil. This caused the external force used to push the delivery wire caused the proximal end of the coil to be pushed against the introducer sheath¿s sidewall, buckled the proximal end of the coil, and caused the articulating junction to now be in a fixed position. In this condition severe resistance will be encountered when attempting to advance the coil inside the microcatheter. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger. Caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ in addition, without the return of the echelon 10 microcatheter and the rhv used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event. Based on the information received and the product analysis, there was no evidence of a manufacturing issue related to the event; therefore, no corrective actions will be taken at this time. This is an initial/final MDR report.

Event description:
As reported by a healthcare professional, during coil embolization of a 2.8 x 2.5mm left posterior ophthalmic artery aneurysm, a deltapaq coil (cdf10015630/c24611) could not be advanced through the echelon 10 microcatheter. The deltapaq was the second coil used. They withdrew the coil from the microcatheter, and used a new coil to complete the procedure using the same microcatheter. A continuous flush had been maintained through the microcatheter. The coil did not appear damaged during the procedure; however, during product analysis, there was damage to the proximal coil that may have occurred during the procedure. There was no report of patient injury, and there was no clinically significant delay in the procedure.